Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip of the device was damaged and there was vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from canada that the craniotome device had a loose internal component. During in-house engineering evaluation it was observed that the neuro-tip of the device was bent/damaged, and there was vibration. It was further determined that the device failed pretest for visual assessment and vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.